Event description:
It was reported that the patient rep was with the patient at the time of the call. The caller requested assistance to help the patient recharge. The agent worked with the callers to try and start a charge session. After several attempts and reattempts to start charging, the callers described seeing "reposition antenna". The patient said the last time they had recharged was about a year and a half ago. They stated they "went for 3 rechargings but could not get there" without getting it recharged and they noticed they were becoming more sluggish and slurrish and their walking ability was worse, they were walking around disorientated. Overdischarge information was reviewed and redirected to the doctor to resolve overdischarge. Additional information received from the healthcare provider (hcp) reported they hadn¿t heard from the patient, and it was unknown if the overdischarge or symptoms had resolved. The hcp stated the device wasn¿t rechargeable. Additional information was received from the manufacturer's representative (rep) that they believe patient has an older rechargeable implant that they haven't done anything with in a year and patient claims to have never charged it. Patient reported the ins was put in sometime in summer 2021. Patient had a 37751 with them with purple faceplate that was given to them by their psychiatrist - upon attempting to communicate with ins using recharger, it showed "device incompatible" screen. Caller attempted to connect to ins multiple times using 37642 which showed eri, then poor communication screen then eos. The caller attempted to connect to ins with tablet which showed "battery depleted" and they were only able to exit session. Caller palpated the ins site and said it was hard to feel but that it did feel like a thin device. Additional information was received from the manufacturer's representative who reported that it was unable to be determined if the patient had a rechargeable device as they were unable to connect to the device due to battery depletion. The cause of eos was not determined and not due to normal depletion. The patient was given a referral to area neurosurgeons from the hospital.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep) providing an update. Rep covered the replacement for the patient. They removed activa primary cell ins, patient did not have a rechargeable device.

Manufacturer narrative:
Note that h6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.